Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the electric pen drive device was running on its own. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device ran on its own was confirmed. An assessment was performed and it was observed that the device runs without the foot pedal or hand control being pressed, the switch sleeve was corroded, the electric control unit and motor were corroded, and the device failed safety check for function and direction of rotation. The assignable root cause was determined to be improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.